Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the ptfe pad was severely worn away. There were contact marks on the surface of the probe and the metal part of the jaw. The probe was not broken off. The manufacturing record was reviewed with no irregularities. As a result of the investigation, it is highly likely that the ptfe pad was severely worn away since the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). And it is highly likely that the probe damage error occurred since the ptfe pad on the jaw was worn and consequently the probe contacted with the metal part of the jaw. The instruction manual of the subject device already states; warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The subject device was used during a lower anterior resection. After about 30 minutes use, probe damage error occurred. Then the user found that the ptfe pad was severely worn. The procedure was completed with another thunderbeat device. There was no patient harm reported.